Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was missing. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020. The customer's blood glucose level was 27.7 mmol/l at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated she was trying to resolve the issue for a blank display on the insulin pump. The blood glucose value was 27mmol/l. The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer was treated with insulin drip, intravenous drip and saline. The insulin pump will be returned for analysis.